Event description:
The initial report indicated that the blue flex came off the wire while the catheter was being inserted into the pt. Additional info indicated that the product was flushed with heparinized saline flush and then it was given to the physician for insertion into the pt. However, while the catheter was mounted on the guidewire, the scrub person noticed that pieces of the catheter body remained in the saline bowl. The physician was notified, and advancement of the catheter was stopped. The catheter did not enter the pt's body. The catheter was removed, and after removal, it was flushed and wiped with wet gauze, and additional body fragment detached. The procedure was completed with other devices and there was no pt injury reported with the event. The products are stored individually, out of the box, and in the or suite (cold location).

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13236924 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13236924. The body/tip/hub assembly lots 13287510 and 13287072 were reviewed. It was observed during review of these lots that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. Additional info will be submitted within 30 days of receipt.